Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the speed control was not working properly. The device was used to conclude the surgical procedure by using the pump from the ccm. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.